Event description:
The customer reported that the site's infection control team is investigating a patient death that occurred in february 2024. As the event took place prior to the implementation of a digital track and trace system, the facility is conducting a retrospective review to locate and compile relevant reprocessing and device usage records to support their assessment. There was no causal relationship between the device and the death reported. At the time of reporting, the investigation remains ongoing at the facility. The customer indicated that the outcome will be shared once the review is complete. No additional information was provided regarding the patient's clinical condition, procedure details, or cause of death. At this time, there is no customer allegation of device malfunction.

Manufacturer narrative:
An olympus representative performed an on-site health check of the device in june 2024, during which the device passed inspection. The device was subsequently returned for an unrelated reason, and no customer allegation was reported at that time. The following reportable malfunction was identified during the device evaluation: corrosion on the a-rubber adhesive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the malfunction could not be determined; therefore, the investigation does not establish a definitive relationship to the reported adverse event. There was no causal relationship between the device and the death reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.